Event description:
It was reported that faradrive steerable sheath clear was selected for a pulse field ablation (pfa) procedure. During preparation of the sheath, the three-way valve was leaked. Thus, the sheath was replaced with another same model. However, the same issue was noted with second lock, it leaked. So, it was replaced and the procedure was completed successfully with the third sheath. No patient complication were reported. The devices are expected to be return for analysis.is.

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulse field abla pulse field ablation (pfa). During the preparation, the three-way valve was leaked (tw #(B)(4) . Thus, the lock was replaced with another same model lock (tw # (B)(4), however, the same issue was noted with second lock, it leaked. So, it was replaced and the procedure was completed successfully with the third sheath. No patient complication were reported. The device is expected to be return for analysis.

Manufacturer narrative:
Initial reporter phone: (B)(6). The selected faradrive sheath was returned with its native dilator still inserted, requiring the removal of the dilator to proceed with device analysis. An evaluation of the sheath's functional capability was conducted by injecting deionized water to expel air from the sheath. However, the test was unsuccessful, as leakage was observed at the proximal end of the device during preparation. No leak was observed from the stopcock. Inspection of the hemostatic valves confirmed the presence of silicone oil on each face of the valves and found both valves torn by the center slit on the inner face which compromised the valves ability to seal pressure and fluid within the sheath. The valves were also noted to be deformed due to the prolonged insertion of the dilator, as the sheath was returned with its dilator still inserted.